Manufacturer narrative:
(B)(4). A batch review was performed for the potentially associated lot number: h12l11074, h13a28038, h13b26030, h13c27044, and h13c11048. No issues were noted during the manufacturing process for these lots. If additional relevant information is received, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the home patient (hp) experienced recurrent bacterial peritonitis. On the day of the onset of peritonitis, the patient was hospitalized. The same day, the patient started treatment with cefepime (daily, IV and dose unknown). The patient was also treated with ancef (dose, route, and frequency unknown) while being in the hospital. The patient was hospitalized for ten days before being discharged. At the time of this report, the patient outcome was unknown. The pd therapy was ongoing. No additional information is available. This is report 3 of 3 for this event.